Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that none of the buttons on the pendant were functioning. Due to the mobile viewing station (mvs) malfunctioning as well, site tried to remove the gantry from around the patient. The mvs issue would be recorded in a separate case. Site was moving forward with the case using their another imaging system. This issue occurred intraoperatively. Both medtronic imaging and navigation were aborted. There was no further information available. Troubleshooting stating that the manufacturing representative (rep) rebooted the system, hit the emergency stop reset button, which resolved the issue.